Manufacturer narrative:
The reported complaint was confirmed. Per the srt, it was determined that the blender was defective. The srt replaced the blender. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the electronic patient gas system (epgs) failed balance regulator testing. The fraction of inspired oxygen (fio2) fluctuated by more than 1.0 % oxygen (o2) when the input gas pressures were changed. There was no patient involvement.